Event description:
A report was received stating the tracheostomy tube cuff was discovered leaking by the in-home nurse after a few hours of device use. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.